Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown oral and intraperitoneal antibiotics (medications, dosages, frequencies, and durations not reported) for the peritonitis event. Oral antibiotic therapy was reported to be completed twenty-two days after the initial receipt of this report. Dianeal therapies were ongoing. After approximately four days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.